Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no other similar incidents. All available information was investigated and a definitive cause for the reported failure to grasp the leaflets could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report partial clip movement. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. A clip delivery system (cds) was advanced to the mitral valve, and the clip grasped the leaflets, reducing mr to 2. However, after the clip was deployed in the medial aspect of a2/p2, the clip appeared to have partially moved, increasing mr to 3. The partially moved clip remained stable on both leaflets. Another clip was deployed to reduce mr further. Two clips implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.